Event description:
Reportedly, on (B)(6) 2017, the patient went to emergency service because of dizziness. According to the surface ECG, the patient was in atrial fibrillation, and the pacing mode was changed from dddr to vvir. Reportedly, by reviewing the patient files, no mode switch episodes dated (B)(6) 2017 were recorded in device memories. An explanation on what was observed on the ECG (succession of long and short av delays) is also requested.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, on (B)(6) 2017, the patient went to emergency service because of dizziness. According to the surface ECG, the patient was in atrial fibrillation, and the pacing mode was changed from dddr to vvir. Reportedly, by reviewing the patient files, no mode switch episodes dated (B)(6) 2017 were recorded in device memories. An explanation on what was observed on the ECG (succession of long and short av delays) is also requested.